Event description:
Discordant calcium (ca) results were obtained on a dimension rxl max instrument for three patients. The discordant results were reported to the physicians. The customer repeated the results on the same instrument and the corrected results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant calcium results.

Manufacturer narrative:
The siemens technical support center (tsc) analyzed the instrument data and determined that the cause of the discordant calcium results were due to user error. The tse determined that the customer calibrated calcium with the incorrect bottle values, causing erroneous low patient results. Siemens recommended that the customer recalibrate with the correct calibration bottle. The tsc determined that there were no instrument issues pertaining to this event. The instrument is performing within specifications. Further evaluation of the device is not required.